Event description:
It was reported that a patient¿s battery had reached eos (end of service) only 10 months following implant. It was reported that the battery was replaced with a rechargeable implantable neurostimulator (ins). It was stated that her settings ¿were not overly high¿ and that it ¿seemed like a very short time period for her battery to reach eos¿. It was noted that the reason stated for battery removal was ¿early battery depletion¿. It was stated that there was no patient injury and that the patient fully recovered from the replacement surgery. It was noted that the explanted device was returned to the manufacturer for analysis.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. A longevity estimate was performed based on the parameters that the returned device had when received for analysis. The estimate uses the programmed parameters from group ¿c¿ which was the active group, and assumed 24 hours per day usage. According to the trace report taken from the ins, the battery reached eri in 6.7 months and eos in 8.5 months. Telemetry and output were okay and it was normal end of life medtronic, inc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.